Event description:
Healthcare professional reported "textured to smooth ". Later healthcare professional reported "capsular contracture baker grade iii and rupture". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2024-0011665. A review of the device history record has been completed. No deviations or non-conformances noted. The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Rupture: not observed. As per the investigation procedures deformation, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.